Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, customer experienced blood glucose level of 43mg/dl, cause was unknown. Customer consumed glucose tablets to address blood glucose level.